Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker battery had 2.5 years left last year. Recently, device battery showed 0.5 years on it, however, when automatic capture was turned off, threshold was programmed then battery now had two years. An analysis indicates that the device appeared to be operating and depleting normally. This pacemaker remains in service. No adverse patient effects were reported.